Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate antitachycardia pacing due to pacemaker mediated tachycardia. Programming changes were made to resolve the issue and the patient was stable.